Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. The issue was resolved with the technical assistance center (tac), tac instructed the account manager to press display mode on the front of the uhi-4, and cycle through until the smoke evacuation is displayed, issue resolved. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported that the high flow insufflation unit smoke evacuation indicator light portion of the device was not displayed during a demonstration. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the user selected an incorrect setting. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU), which states the following: select the display mode, using the display mode selector switch. The display mode can be selected from three modes including ¿convenient display mode 1¿, ¿convenient display mode 2¿ and ¿complete display mode¿. Each press of the selector switch changes the modes in the cycle of ¿convenient display. Mode 1¿ ¿convenient display, mode 2¿ ¿complete display mode¿, ¿convenient display mode 1. The default mode set at the factory is the ¿complete display mode olympus will continue to monitor field performance for this device.